Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 17aug2023, it was stated that the customer chose to use a 3rd party for the maintenance of the device. No further work was performed by philips to resolve the device issue, so we are unable to confirm the alleged device issue or final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device screen was flashing. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer stated that a flashing screen suddenly appeared, but there was no alarm. The customer believed it was an issue with the screen user panel. The device was no longer used so that it could be tested and submitted for maintenance. This investigation is ongoing.